Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular(rv) lead exhibited high capture threshold and r-wave amplitude variation. The patient presented for a lead revision. During the procedure, the rv lead was found dislodged. The physician attempted to re-position the lead as the helix failed to extend. The lead was explanted and replaced on (B)(6) 2022. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported events were dislodgement, inadequate capture, r-wave amp variation, and the helix mechanism issue. As received, a complete lead with a stylet was returned in one piece for analysis. The reported events of inadequate capture and r-wave amp variation were not confirmed. Electrical testing was normal. The reported event of helix mechanism issue was confirmed. Visual inspection found that the lead's helix was retracted and clogged with blood/tissue. X-ray examination found the inner coil over-torque at the connector region consistent with procedural damage. After cleaning, the helix was able to be extended and retracted when applying torque directly to the inner coil. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.